Event description:
It was reported that during a hemorrhoidpexy procedure, the adjusting knob could be turned very easy. When the indicator was in the green field of "scala" the stapler was fired. After firing the complete anastomosis had malformed staples. No further information is available. The case was completed by suturing by hand. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The adjusting knob functioned as intended and without any difficulties noted. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.